Manufacturer narrative:
(B)(4). (Evaluation conclusion codes): code 4316 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2019. According to the complainant, during feedings and medication administration, the patient noted it would not stay down and kept coming back up though the port. Reportedly, a syringe with plunger were being used however when the syringe was taken out the contents would come out. The feeding tube was removed and was replaced with a non-bsc tube. There were no patient complications reported as a result of this event.